Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a cholecystectomy at the beginning of the procedure, the seal of the device was damaged and air or gas leaked from the seal. Another device was used to complete the case. There was no patient harm.